Event description:
Patient was placed on a mayfield headrest while on a stretcher. Patient was flipped onto or bed and connected to the base of the mayfield headrest. Once connected it would not stay locked onto the patient's head, and the patient suffered two 4-6 inch lacerations to scalp. Large amount of blood poured onto floor and patient then had to be flipped back onto stretcher. Wounds were sutured.